Event description:
During emergent right mca stroke clot retrieval, the penumbra 3d revascularization device used to attempt clot retrieval broke off inside the patient's blood vessel. Attempts to retrieve were unsuccessful causing intimal dissection of the right internal carotid artery. Case aborted. Unable to determine extent of cerebral injury related to device separation/malfunction. Pt developed cerebral edema requiring a right-sided hemicraniotomy for decompression. During her hospital course she also developed lower extremity deep vein thrombosis and respiratory failure. After discussions with the family, care was transitioned to comfort measures and death occurred on (B)(6) 2017.

Event description:
During emergent right mca stroke clot retrieval, the penumbra 3d revascularization device used to attempt clot retrieval broke off inside the patient's blood vessel. Attempts to retrieve were unsuccessful causing intimal dissection of the right internal carotid artery. Case aborted. Unable to determine extent of cerebral injury related to device separation/malfunction.